Event description:
A medtronic representative reported that, while in an optical shunt placement procedure, the synergy cranial 2.2.6 software became unresponsive after completion of registration and going sterile. A hard re-boot restored the navigation system to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.software investigation completed. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
Contrary to what was initially reported, a patient was present during the reported event. Multiple attempts to obtain the patient information have been made without success. There was no harm or impact to the patient.